Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During automatic pullback, the catheter seized on the guidewire and the wire wrapped up inside the sheath of the opticross catheter. The whole system was stuck together and was removed as one unit. Prolong the procedure no more imaging was needed and the procedure continued to completion. The patient fully recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. G4 premarket/510(k): k173820, k213593.